Event description:
Surgeon was preforming a lung procedure case and after the 7th loading of staples in ethicon echelon flex powered cutter, the device would not let go of clapped tissue. Doctor tried emergency release procedures that did not work and eventually removed battery from device to release